Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. No numbers appeared on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. The insulin pump was unable to prime due to the motor error alarm. The motor was tested outside of the device, and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.